Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician performed extended testing on model lap top ventilator 900. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported a patient passed away while connected to model lap top ventilator 900. The customer is requesting an event trace download and non-invasive testing only. There are no allegations of the ventilator causing the patient death at this time. Unknown if the ventilator alarmed for any condition during event.